Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube'), device expulsion ('expulsion of essure device/malposition of essure device location of device: working its way into the endometrial cavity/migration') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding: menorrhagia(heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 5 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia(bleeding b/w periods)"). The patient was treated with surgery (hysterectomy partial, salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for fallowing conditions: dysmenorrhea(cramping), pelvic pain, abdominal pain, metrorrhagia, menorrhagia, migration, perforation. Discrepancy noted for date of insertion: (B)(6) 2005 and (B)(6) 2007 . Complications of insertion procedure: that 2 implants had to be inserted on the right side because 1st one slipped up into the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Injury nos replaced with new events: fallopian tube perforation, expulsion, migration, pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, metrorrhagia, vaginal discharge were added. Outcome of the events pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, metrorrhagia, vaginal discharge were updated. Case becomes incident. New reporters added. Date of insertion updated and removal added. Plaintiff's information updated. Lab data added. Fallow up 1st and 2nd process together. On (B)(6) 2019: pfs received. New events: abnormal bleeding (general), abnormal bleeding (vaginal) were added. Events onset date were added. Outcome of the event abnormal bleeding updated. Lab data updated. Fallow up 1st and 2nd process together. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.